Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: device serial number : (B)(6) already inspected in in house service centre and please find the below remarks of in house engg. Problem description (symptom): foggy issue action taken at site (diagnosis): on inspection found foggy vision coming on monitor, coupler is having moisture inside the lenses. Lenses are not salable. Final report: coupler is being non-serviceable, need to proceed with warranty replacement. Warranty replacement. Job completed: probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ cybersecurity attack ¿ pendulum ch inertial measurement unit (imu) ¿incident light from surgical scene is reflected by coupler/ch window ¿ use error the reported failure mode will be monitored for future reoccurrence.